Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during manual prime. It was stated that the reservoir and tube were not in use before. Customer was advised to disconnect the infusion from reservoir and check the connection. It was stated that the tube cannot be filled manually. Infusion set was changed and no delivery alarm occurred again. Blood glucose value is 127 mg/dl. Nothing further reported.